Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation and a photographic evaluation of one device. A visual inspection of the returned photo noted a power handle error on the screen of the handle. Visual analysis of the received product noted that the screen was dim with a red tint. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to a procedure when the handle was inserted into the shell a red circle with line showed up. Another shell and handle was used to resolve the issue. There was no patient involved.